Event description:
The pt's family member called to report that the pt was experiencing hypoglycemia and the family member used the suspect device to check the pt's blood glucose. The family member obtained a result of 183mg/ml. The family member then called the ambulance. Upon arrival the emt's used their own meter and the pt's blood glucose was 32mg/dl. The pt was taken to the hosp and treated for hypoglycemia. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the system. The family member also stated that the pt was placed on lantis insulin two months ago has experienced hypoglycemic events since being on this med.